Event description:
Physician reported that following an intraocular lens (iol) implant procedure, the patient was having poor distance vision. Clinical reason is patient was dissatisfied with lens. The iol was exchanged for unknown intra ocular lens 1 month 3 weeks 1 day following the initial implant procedure. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).